Manufacturer narrative:
The lot number was provided and a mfg record review is being performed. The sample has been returned and the evaluation is underway.

Event description:
It was reported that the catheter was cracked. No further info was provided. There was no report of injury to the pt. Evaluation of the returned device identified a bond failure at the balloon/catheter butt joint.